Event description:
This event is deemed reportable based on the fact that the information provided in a lawsuit, while unsubstantiated, reasonably suggests that a reportable event may have occurred during use of an unidentified safeskin product. Plaintiff's claim alleges the following: as a result of her cutaneous & airborne exposure to defendants' gloves, she developed a life threatening immediate hypersensitivity to latex & that her sensitization to latex has caused restriction in her life as to where she can go & what she can do so as to avoid situation where any latex is present. Plaintiff was diagnosed with type 1 latex allergy. At this time, an investigation of this specific complaint will not be conducted as a lot #, product code & samples were not provided. It is unknown if safeskin corp is responsible for this event as safeskin is one of several manufacturer's named in this lawsuit. However, an investigation will be initiated if information becomes available (e g product code, lot #).